Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Numerous troubleshooting techniques were attempted but were unsuccessful. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed there was no telemetry session on the date of the event. The device communicated appropriately with the sicd tablet software. In order to evaluate whether or not the inability to establish telemetry may be temperature-dependent, the device was subjected to varying temperatures over time and multiple attempts were made to communicate with the device. After being exposed to temperatures at 37 degrees celsius the device could not communicate with the tablet software. After stabilizing at room temperature the device was again able to communicate with the tablet software. This device behavior has been determined to be due to a shortened telemetry wake-up pulse behavior (radiofrequency/rf, wake-up period) associated with the telemetry chip and crystal oscillator start-up process. Investigation has shown that the duration of the rf wake-up period directly affects the ability of the device to be interrogated. This rf wake-up period is sensitive to impedance changes within the rf telemetry circuit.